Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm, vticm5_12.6, -12.50/1.0/088, implantable collamer lens tore during loading. There was no patient contact. A replacement lens was implanted and the problem resolved.